Manufacturer narrative:
(B)(4) the device was not returned for evaluation but a device history review for the pro v35 - lot number 77444 was able to be obtained. There is nothing in the device history record that would indicate that the devices were released with any non-conformance's that would contribute to the complaint.

Event description:
It was reported that on (B)(6) 2018 a (B)(6) female patient underwent a stand-alone video-assisted thoracoscopic left atrial appendage management procedure. Post deployment of the atriclip pro v35, the clip was found to have migrated up the appendage. A tee confirmed the clip migration. The procedure was delayed for ten minutes and a second prov35 clip was used to go under the original prov35 clip that had migrated, the original clip was left in place. The patient was off pump and not heparinized. Patient care and outcome were not affected.